Event description:
Patient contacted broadspire to initiate claim. Patient reported revision surgery. Reason for revision is unknown. No further information is available at this time. The sales representative reported updated information regarding the revision surgery. The patient was revised to address pain and elevated metal ion levels. There was little cup growth.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. See scanned pages.